Event description:
It was reported that there was a scratch on the cone of the patient interface that was being used for the operative right eye (od). The patient interface was switched out. There was no patient harm and no medical intervention needed. Additional information was requested from customer to see if the scratch was identified during patient contact however, no response was received from the customer.

Manufacturer narrative:
Pt info: unknown/ not provided. Date of event: unknown/not provided. Device evaluation: one (1) opened pi was received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any obvious defects, damage, or scratches. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.